Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and other non-malignant pain. Patient (pt) stated he is having issues with it zapping him since a couple of weeks ago. Pt clarified he is feeling a shock sensation intermittently where the ins is in his back. Pt stated it is not like a buzz sensation like stimulation it is like a shock sensation like electrocution where the ins is. No traumas / falls reported pss suggested that pt turn the ins off and pt stated that he feels the most intense "zapping" when he turns stim on or off. Pt does not have a current managing hcp. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the cause of the shocking was not determined. There are no plans that have been made and the rep has not heard or had contact with the patient or the clinic has not worked with him either. It is not known if the issue has been resolved. The rep has left another message for the patient.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.